Event description:
The proximal end where the tubing connects to the catheter, the tubing pulled out of the luer lock. The pt lost 20 - 30 ml of blood. The pt suffered no adverse effects and did not require any blood replacment.